Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first firing for duodenum resection with the first handle was successful. At the second firing of gastric body resection, the surgeon tried to fire the handle with the first reload, however a cracking sound was heard. The surgeon tried to fire the device using the second reload, however a cracking sound was still heard. The surgeon then used a second handle and connected it to the third set of reload, then the surgeon pushed the green button and tried to squeeze the handle, however the handle ran idle and they could not fire the device. A fourth set of reload was connected to the second handle, and when the surgeon pushed the green button and tried to squeeze the handle, the handle ran idle and still could not fire the device. A third handle was used and was connected to the same cartridges, and the firings were completed with no problem. After the surgery ,the sales rep connected the cartridge for demonstration to the second handle. The surgeon pushed the green button and tried to squeeze the handle , however the same event occurred, and the handle ran idle and they could not fire the device. After that, they re-tried to fire the device over again, however the same events occurred once in a several times. The procedure was completed with manual suturing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.